Event description:
It was reported that during a lap cholecystectomy, the clip applier was malfunctioning with the result of twisted clips when applied. Opened new er320 to finish case. No pt consequence.